Manufacturer narrative:
UDI: (B)(4). Visual examination of the returned device featured damage to the tulip head threads. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the polyaxial screw head stripping cannot be determined from the sample and information available. A potential root cause may be not having the associated driver not fully inserted into and flush with the screw head during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw stripped when placing the blocker, which stripped too. So, the screw and the blocker stripped. Both were replaced by other ones. There was no surgical delay. The patient did not have any injury. Completed with same / like product.